Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a pyxis turned off during case. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was hard down. A field service engineer found the station unresponsive. Upon opening the electronics drawer, the lights on the power supply were on. The fse quickly swapped out all in one, but there was still no power. All wiring was traced and inspected. The fse removed all connections except to all in one, but the issue persisted. The power cube was then replaced. During the reboot process, system updates were applied. All drawers were tested. The fse had the pharmacist perform a test and complete an inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a pyxis turned off during case. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.